Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple elevated accutnl results above the acute myocardial infarction (ami) cutoff generated by the access 2 immunoassay analyzer. The samples were repeated on an alternate unit and different clinical range results were produced. The elevated results were not reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior the event and out of range after the event. The customer performed routine system check which failed. A bci field service engineer (fse) removed the analytical module from the instrument and found wash buffer spill in the carousel and on the luminometer. Fse cleaned the spill, replaced hardware and luminometer and performed routine system check, which passed within instrument specification. The customer calibrated the assays on board and ran qc; no issues were noted although hardware issues were addressed, a clear root cause can not be determined for this event.